Event description:
On april 11, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The patient last tested with the reported meter in april 2006 in the am; the result obtained was not provided. The patient followed her "normal routine at home" following use of the meter; however, specific information regarding the patient's diabetes treatment regimen was not provided. The patient denied experiencing symptoms of high or low blood glucose level at the time of concern. The patient reported taking insulin as treatment from a medical professional; the insulin type and dose were not provided. No blood glucose results obtained by the medical professional were provided. The customer service agent (csa) verified that the test strips were correct. The csa walked the patient through pressing the power buttion and inseting a test strip all the way into the test strip port. The meter did not power on with either attempt. The meter battery was greater than one year old. The csa could not walk the patient through replacing the battery because the patient did not have a battery. No product were replaced. The complaint is reported because the patient was unable to test with the product and received insulin treatment from a medical professional.